Manufacturer narrative:
(B)(4). This analysis is based on an image send by the account and is not of the instrument. Image 1: the image provided by the customer was that of an hp054 attached to what appears to be a harmonic instrument (har). It is nearly impossible to identify a root cause from an image. There could be other causes not documented here that are not evident due to the inability to evaluate the whole system and its exact application. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that after an unknown procedure the device has broken. When they tried to unscrew the handpiece from the device, one part has stayed locked inside the device. No patient consequences.